Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer swapped the drawer from a tester machine and placed it into a test machine. The drawer was properly configured in space configuration mode and responded as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 7 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 7 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, it was determined that a damaged hall effect sensor u1, which was preventing registering the drawer as open, causing the solenoid to engage multiple times. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex a, imdrf annex g and imdrf annex c. Correction: section d unique identifier (UDI). Part analysis: the reported issue related to the medstation es main 6-drawer was confirmed by the bd fse. The device was initially evaluated by the bd fse according to wo (B)(4): fse reported a swapping of a drawer from a tester machine. Drawer was placed in test machine. The device was configurated and tested and exhibited no further issues. External inspection found no obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface of the returned assy cubie module fh (p/n 138900-02). Dchu testing found that the fh drawers position sensor (p/n 151212-01, s/n (B)(6)) presented a damaged hall effect sensor (u1), as its ic connectors were observed to be lifted. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be a damaged hall effect sensor u1, which was preventing registering the drawer as open, causing the solenoid to engage multiple times.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 7 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.